Event description:
Customer reported device displayed fault condition during daily check of device. No reported pt involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.